Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient's bilateral leads were impeded. Surgical intervention was undertaken wherein both leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates both leads were confirmed fractured upon explant.